Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system displayed a charger failed error and shut down on it own. No patient injury was reported.